Event description:
Abstack 15-covidien misfired, unable to use. Ehr reviewed: procedural note states "I used a pro-tacker because a absorbable tacker misfired when I tried to use it to tacked the peritoneum along the midline to cover the mesh. "Hospital course: "did well postoperatively, experiencing an uncomplicated postoperative course."